Event description:
It was reported that the customer did not see insulin existing the tubing during fill tubing. The customer indicated the luer lock had not been threaded correctly. The customer reconnected the luer lock and was able to complete load and resume insulin delivery. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.